Event description:
It was reported that the patient was experiencing low back pain as well as shooting pains down both legs. The doctor diagnosed the patient with degenerative disc disease and immediately recommended that she undergo surgery. The doctor performed surgery on the patient through posterior surgical approach, consisting of an axial lumbar interbody fusion at l4-l5 and l5-s1, during which rhbmp-2/acs was used. After the surgery, the patient suffered from severe lower back pain along with pain in her legs and tail bone in a quantity much greater than that before the surgery. The patient now requires the use of a cane to achieve even limited mobility.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor applicable medical records or imaging studies were returned nor provided for evaluation. So, cause of event cannot be determined.